Manufacturer narrative:
Zyno medical was unable to confirm the user-reported complaint. The affected set was discarded by the user and was not sent back to the manufacturer for evaluation. Zyno medical is waiting for the customer to confirm if there is any available IV set to be sent in for evaluation.

Event description:
The user reported that an IV set leaking issue. "Most of the offices only experienced leaking from the upper y site and back check valve issues. There were no patient injuries but the leaks did cause chemo spills. Those sets were immediately destroyed."

Manufacturer narrative:
Zyno medical's customer service employee reached out to the customer to confirm if there would be any available IV set to be sent back to the manufacturer for evaluation with no response. The user-reported issue could not be confirmed. A quality alert was sent to the contract supplier on 05/11/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00119).